Event description:
It was reported that battery level dropped by up to 60 percent in eight hours in an unpredictable way that disrupted normal activity. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, stated intention to call when patient was home with pump, and technical team investigated battery usage but found no data and closed case after customer declined follow up.